Event description:
It was reported that the patient presented in clinic due to a vibratory notification. Interrogation revealed the device to be in backup vvi mode. The device was successfully restored with a firmware download. The patient was stable after the event.